Manufacturer narrative:
Avive's evaluation of the returned AED device determined that the lack of audio output was due to a faulty speaker. No similar issues have been reported, and there are no indications of this being an emerging trend. Although the initial customer report was not deemed reportable under the medical device reporting (MDR) regulations at the time, the manufacturer's subsequent investigation of the returned AED device identified a malfunction that could potentially delay treatment if it were to reoccur, and as such this event is now being reported in accordance with 21 cfr 803.50.

Event description:
While performing routine maintenance, a user reported that the audio on his AED was not working. The user attempted to perform a manual status check and press the AED power button, neither of which had any audio when triggered. There was no patient use associated with the reported event.